Event description:
The customer reported that the selected energy level switched from 2j to 3j on its own during testing.

Manufacturer narrative:
(B)(4): the customer reported that the selected energy level switched from 2j to 3j on its own during testing. The device was evaluated by the philips bench. The reported symptom was reproduced. The issue was isolated to the keyscan pca. The keyscan pca was replaced to resolve the issue. The device passed all testing and was returned to the customer site.